Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The reported event of unexpected receiver shutdown was undetermined because the logs could not be downloaded. The root cause could not be determined. The receiver case was opened and the internal inspection passed.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and failed as the usb pins from j3 are damaged. The receiver could not be charged and failed to boot due to the damaged j3 pins. The receiver log could not be downloaded or retreived. Receiver functional tests were performed and failed. The complaint confirmation was confirmed because damaged usb pin(s) from j3 prevented the receiver from charging the battery.